Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the output connector nut was missing and the connector was pushed into the device. Analysis also noted that the insulation of two display wires were pinched, however the wire insulation was not compromised. It was also noted that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) was missing a retaining ring and the connector was pushed into the device. The epg was returned for service. No patient complications have been reported as a result of this event.